Manufacturer narrative:
Outcomes attrib to adv event. "Life-threatening" adverse event added as cardiac perforation is considered a life-threatening event. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that during routine follow up this right ventricular (rv) lead perforated the heart wall, confirmed by echocardiogram and x-ray. This lead also exhibited loss of capture and high capture thresholds. The lead was removed and replaced. No additional adverse patient effects. The product was returned for analysis. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was found during routine follow up that this right ventricular (rv) lead perforated the heart wall, confirmed by echocardiogram and x-ray. This lead also exhibited loss of capture and high capture thresholds. The lead was removed and replaced. No additional adverse patient effects.